Manufacturer narrative:
The suspect meter was returned. The returned meter was tested with current master lot 230734-80. The obtained qc values were in the allowed range of the used combination master lot strip lot. All measurements were without error messages. The returned customer material performed within specification.

Event description:
The customer alleged receiving an incorrect result on (B)(6) 2016 of 3.2 inr on his coaguchek xs meter with serial number (B)(4). The customer had a stroke on (B)(6) 2016. The customer indicated that his inr result should have been lower than 3.2 inr so that his medication would have been adjusted. The customer indicated he was in bed sleeping and woke up at 6:15 a.m. On (B)(6) 2016. When he got out of bed he noticed tingling on the left side of his hand and face. Once he turned on the light, he also noticed he couldn't focus with his eye. The customer went to the hospital immediately. His inr result from the hospital laboratory was 2.3 inr. Within an hour, the symptoms went away. The customer was administered an "IV drip" and was admitted due to a stroke. The customer was discharged on (B)(6) 2016. Upon leaving the hospital, the customer's inr result from the laboratory was 2.95 inr. The customer was administered heparin while in the hospital. The customer was not on heparin prior to the event. The customer does not have any antiphospholipid antibodies. The customer's therapeutic range is 3.0-4.0 inr. On (B)(6) 2016, after being released from the hospital, the customer tested on his coaguchek xs meter and the result was 4.0 inr. A coaguchek meter used at the clinic read 4.1 inr within 40 minutes. A laboratory result within an hour using an unknown method was 3.1 inr. The customer normally takes coumadin dose at 8:30 p.m. The customer was instructed to take 6 mg every day for 1 week after leaving the hospital. The customer is feeling okay. The suspect product has been requested for investigation. Relevant retention test strips (lot 206463-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.